Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported will not alarm upstream occlusion, which was confirmed during evaluation. Evaluation observed and found that the pump failed the upstream occlusion testing during flow test, and the upstream sensor was out of the specification. The assignable cause is considered to be the ultrasonic sensor which failed the attempted calibration the ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm for an upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.